Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease fold and underweight. A microscopic analysis was performed which identify a broken striated in the radius side and missing piece of the shell. Based on the device analysis the final assessment is: a striated broken in the radius side assessed as surgical damage. Non-penetrating nick in the radius side. Missing piece of the shell assessed as to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.